Event description:
It was reported that the customer received excessive no delivery alarms. The customer stated that their reservoir seems like the connector is not straight. Customer's blood glucose level at the time 170mg/dl. Troubleshooting was declined. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.